Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the large quick coupling (product code: 511.761, lot number: ma1152) was received at us cq. Inspection of the device noted that both of item #50103286 were missing from the device. The missing pieces were not returned. There were no other defects noted with the device. Functional test: a functional test cannot be performed as no mating devices were returned. Dimensional inspection: no dimensional inspection was performed due to device geometry and post manufacturing damage. Document/specification review: the relevant documents were reviewed as part of the investigation. Conclusion: the overall complaint can be confirmed for the returned device as a visual inspection found two components missing. The missing components were not returned for evaluation. There were no mating parts returned with the complaint device, so the ability of the device to assemble/disassemble cannot be determined. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 511.761, lot: ma1152, manufacturing site: werk pt & c ch3d, supplier: n/a, release to warehouse date: 12 september 2018, expiration date: n/a, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, when mounting the ria system, the triple-milling adapter was lacking the internal notch, which means that it would not couple to the transmission shaft and does not rotate. Procedure was completed with no delay. There was no patient impact. This report is for a large quick coupling. This is report 1 of 1 for (B)(4).